Event description:
Home pt (hp) reports unspiking heater bag and then respiking this bag onto already spiked line of homechoice set while troubleshooting through a system error alarm during apd treatment. Hp was instructed to end treatment and to restart with new supplies. No pt injury or medical intervention required per rn.